Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
Customer's mom reported via phone call that the they experienced hyperglycemia. Customer's blood glucose value was 200 mg/dl and 300 mg/dl. Customer declined to troubleshot for high blood glucose value. The device will not be return for analysis.